Manufacturer narrative:
The reported backup condition was confirmed. The device was received in backup mode and device image was severely corrupted, consistent with the cause of backup. After recovering the device to its normal operating mode, electrical and mechanical tests indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. Field information was requested regarding possible exposure to external sources to help understand the cause of backup operation, but no supporting information was available at the time of this analysis. Despite extensive efforts the backup condition could not be reproduced and the cause of code corruption could not be determined.

Event description:
During follow-up, the device was observed to be in backup vvi mode. The issue was resolved by explanting and replacing the device. The patient was in stable condition.